Event description:
It was reported that during a posterior fusion case, the surgeon was having difficulty with the set screw. When he started the final tightening of the set screw, the threads would jump right before the break off point and become loose again. The surgeon had to go to a mini open and remove the screw because the threads were damaged. The screw was replaced and the surgery was completed. The surgery time was extended. No patient complications were reported.

Manufacturer narrative:
(B)(4). Evaluation of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.